Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Device brand name unknown. Device catalog number and lot number not provided/unknown.

Event description:
It was reported that the patient suffered bone loss. As a result, the implant had to be removed from tooth site 27.

Manufacturer narrative:
Additional information received on jan 10, 2020 changed the item from unknown to spmb8. Therefore, the medwatch facility has been updated. No further medwatch reports will be submitted for this event under this MFR number. This event will now be reported under 0002023141-2020-00195.

Event description:
No further event information available at the time of this report.